Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: after the tissue started to slip forward did the device stop firing?---yes. Was the instrument fired across or near an existing staple line or clip?---yes, across an existing staple line. Were any unexpected noises heard? ---no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---firing force was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no. The analysis found that device (a) was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned in good visual condition and with one ecr60d cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5ha9f: mfg 07/17/2012; exp 06/17/2017.

Event description:
It was reported that during a lap esophagectomy, when the device was fired for closing the insertion slot after anastomosis between the esophagus and the stomach, the clamped target tissue slipped forward at the 2nd stroke of the 6th firing. The deployed staples were malformed. Although the 2nd device loading the 2nd cartridge was fired, the same incident occurred. Additional suture by hand was performed to complete the case. There were no adverse consequences to the patient. There were no problems when the device was fired on the esophagus and the gastric body till the 5th firing before the incident occurred. Reinforcement material was not used.